Event description:
The consumer reported using the product for four hours on his right pelvis area. When the patch was removed, the consumer described a burn which caused a scar. The consumer did not seek medical attention at the time of the incident, and it is unk how the area was treated.

Manufacturer narrative:
Since this is a disposable single-use device, the patch is unavailable for evaluation and analysis. This report is below the threshold of the FDA's requirements for mandatory reporting of adverse events involving medical devices as there is no evidence that use of the product resulted in serious adverse health consequences. Instead, our investigation has determined that the pt experienced temporary or medically reversible adverse health consequences. Accordingly, this MDR is being submitted as a voluntary and proactive measure by the MFR to enhance product safety and pharmacovigilance.